Event description:
A malfunction, specifically malfunction code 12, was reported by the customer. There was no impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.